Event description:
Customer reported that he has been experiencing high blood glucose in the mornings during the week. His blood glucose is normal during the weekends. Customer's blood glucose is 210 mg/dl. Customer stated his highs everyday are between 180 and 220 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The device's history and settings are accurate. The alarm history showed a no delivery alarm from july 3, 2014. Customer will call back after receiving tubing clamps to complete troubleshooting. He was advised that high blood glucose levels are often caused by infusion set or site issues. Customer also reported there is a crack on the battery compartment. Nothing further reported.

Manufacturer narrative:
Device unable to prime during the prime test due to faulty force sensor receptors. Device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and a missing end cap sticker. (B)(4).